Manufacturer narrative:
One device was received for evaluation. Visual inspection found a worn dso seal, worn uso seal, scratched lcd lens, damaged battery compartment, and a damaged battery door. There was no applicable evidence in the event history log. Functional testing was able to duplicate the reported problem. It was determined that the faulty pwa board was the root cause and was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had an error 45639 0004. The product fault occurred during testing. The device issue was not related to physical damage/abuse and delay of therapy was unknown. There was no patient involvement and no patient harm/adverse event reported.